Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon used a side biter clamp to redo the anastomosis. No other patient complications were reported.